Event description:
It was reported that the pacemaker of the system recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. Additionally, this right atrial (ra) lead impedances were reportedly high out of range. The mv feature remains on, on the right ventricular (rv) lead and there were no adverse patient effects reported. This ra lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).